Event description:
Device malfunction: none, time of complication: during procedure, complication: intimal dissection. During a stent procedure the physician performed a cut-down technique of the left carotid, and 2 stents were deployed. The physician reported a possible dissection which was post-dilated behind the stent. One day post-procedure the pt reported having chest pain, however no neurological deficity was noted. It was further reported that a diagnostic ptc intervention was performed, and the chest pain was noted not to be in infarct. The actual date of discharge is unk. No add'l info is available.